Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endovascular thrombectomy (evt). During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The balloon was simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.